Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung resection procedure, the surgeon was able to press the green button but was unable to squeeze the handle. It was reported that a total of 5 reloads with two different lot numbers did not fire. Another handle was then used but the same issue occurred. Finally, a different stapler from a different manufacturer was used to complete the procedure. There was no patient injury.